Event description:
It was reported the lead had high impedances. It was indicated that during implant, after positioning the lead, an impedance test was performed and all impedances were "out of range". The screening cable and the external neurostimulator were changed, but the impedances remained "out of range". A different lead was used to complete the procedure. Impedance measurements on the new lead "presented good values". The patient's status was listed as no injury and no adverse event. No symptoms were reported in relation to the event. No further information was reported.

Manufacturer narrative:
(B)(4). Analysis of the lead found that the conductor on the distal end was broken. It was stated conductor #0 was broken between electrodes 6 and 7. The break was 5.9 cm from the distal end. Functional tests showed circuit 0 as open. Circuits 1-7 showed impedances between 3.5 and 3.9 ohms. There were no shorts between circuits (dry).

Manufacturer narrative:
Concomitant medical device: product ID: 3877-45, lot#: 0206225403, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.